Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the date of explant.